Event description:
"An 83-yr old man apparently choked to death on support straps after falling out of the wheelchair. State police said pt was found halfway out of his wheelchair about 9:40 p.m. Monday. The chair's supports were up around his neck.